Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced during device investigation. System error 105 was confirmed through review of the event history log. During the evaluation impact evidence was found on the processor board shielding tape and backflex. There was excessive motor bearing wear with shaft end play, and black material around the bearing the internal motor inspection was invasive, so the motor assembly was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.